Manufacturer narrative:
The bur subject to this MDR is not available to the MFR for evaluation. The mfg record for this product was reviewed. No issues were identified that may have contributed to the event. The root cause is undetermined.

Event description:
It was reported that during a surgical procedure, the bur broke off at the head. It was also reported that there was no harm to the pt as a result of this event.